Event description:
--

Manufacturer narrative:
(B)(4). Additional details were received six months after the initial observations were reported, that the shock impedance was still greater than 200 ohms in all vectors. The physician stated this patient is very high risk pulmonary patient and no intervention will be performed. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance greater than 200 ohms in triad configuration. Boston scientific technical services (ts) suggested to perform an x-ray, reprogramming and to test each vector. No further additional information is available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.